Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis and review of the motor start report revealed motor start events recorded on (B)(6) 2010 at 12:19:14, on (B)(6) 2023 at 14:13:22 and on (B)(6) 2023 at 12:49:51, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed three (3) controller power-up events with associated pump start events logged on (B)(6) 2023 at 14:13:17, (B)(6) 2023 at 12:49:42, and (B)(6) 2023 at 06:20:14. Of note, the data log file covering the first power-up event was not available. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 89% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The data point prior to the third loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and a power adapter was connected to power port two (2). The data point recorded after the third loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for ten (10), five (5), and twelve (12) seconds, respectively. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the losses of power involving (B)(6) can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Log file analysis associated with (B)(6) revealed one (1) controller power-up event with an associated pump start event was logged on (B)(6) 2010 at 12:18:35. Additionally, review of the alarm log file revealed four (4) vad disconnect alarms were logged on (B)(6) 2010 at 12:16:32, 12:17:04, 12:17:42, and 12:18:40, indicating a physical disconnection of the driveline from the controller. The controller power-up and vad disconnect alarms involving (B)(6) are additional findings, not related to the reported event. Further review of the log files revealed that the controller was not in use prior to the controller power-up event, indicating that the controller power-up event and vad disconnect alarms occurred during a controller exchange. Additional products: d1: controller d4: (B)(6) h3: yes> h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log files revealed multiple motor starts with parameters outside of the typical range. It was believed that both motor starts were the result of accidental double power disconnects. This device is included in the subgroup 3 population for delay or failure to restart. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2020 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 13-nov-2019 h5: no.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.